Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a high battery impedance measurement, which was suspected to be a false value. Measurements were 2.76 v and 18 kohms. After recalibration, measurements were 2.74 v and 15.8 kohms. It was noted that the battery impedance had been high and varying since the pulse generator was implanted.